Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device relative to an endovascular aneurysm repair (evar) procedure. Reportedly, an unspecified failure occurred with the proglide device. Replacement devices were used to achieve hemostasis. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not engage and the suture came out with the device¿ was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to the suture coming out with the device include, but not limited to, friable artery or poor or partial tissue capture. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation. H6- device code 3190 was removed.

Event description:
Additional information was received stating that suture placement was attempted with a proglide device using the pre-close technique prior to an evar interventional procedure. Reportedly, the progilde suture did not engage the suture came out with the device. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.